Manufacturer narrative:
The customer's product has been requested back for an investigation. A f/u report will be filed once investigation results are available.

Event description:
Customer reported receiving two readings on their freestyle blood glucose monitor of 395mg/dl and 95mg/dl. The customer reported feeling lethargic, and the customer drank orange juice and took glucose tablets to stabilize glucose. The customer also reported being taken to the ER in 2006, and reported having surgery on their stomach. It is unk what specific treatment was administered to stabilize glucose while the customer was hospitalized, nor is it known if the freestyle monitor was in use at the time of their hospitalization or surgery.